Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown head lot #: unknown; item #: unknown, unknown stem lot #: unknown; item #: unknown, unknown liner lot #: unknown; item #: 103531 dome screw 20mm lot #: 892730; item #: 103532 dome screw 25mm lot #: 003590; item #: 103533 dome screw 30mm lot #: 720280; item #: 103533 dome screw 30mm lot #: 845510. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure and was revised for unknown reasons less than a year later. Removal of triflange patient matched implant. No additional information is available.